Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of baclofen for intractable spasticity due to cerebral palsy. On 4/15/99, the pt was experiencing increased spasticity. An x-ray rotor study showed normal device function. A catheter dye study showed no dye in the catheter or intrathecal space. The pump was explanted in 1999 and returned to the MFR for analysis. Another synchromed pump was implanted in 1999. Follow-up calls to the hcp have not been returned.